Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer¿s blood glucose level was 28 mg/dl and 184 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Based on customer¿s report customer did not allege over delivery. Customer was neither in emergency room, nor admitted into hospital. Insulin pump had hard ware low level failure alarm. Customer was able to clear and able to rewind the insulin pump. Self test was failed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the device history due to broken pin 6 trace on keypad assembly.